Manufacturer narrative:
B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). During the analysis of the history log files it could be detected that the complained device was not in operation on the day of occurence. The sample was subjected to a visual and functional examination. During the visual inspection of the perfusor space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No damages or residues of liquid were found. The device passed the self test with a positive result. A syringe could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. Further some infusion therapies, how reported by customer, were performed. No device alarm or malfunction could be detected. A flow measurement was performed. No deviation could be detected.. For an inside investigation the device was disassembled. No damages could be detected. The complaint could be not confirmed. The device was not involved in the reported incident, because the device was not in operation at the reported day of occurence. The device works according our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "blood pressure collapsed" customer information (not all needed information): blood pressure of the patient dropped from 125/50 to 58/25 mmhg. Due analysis with radiology a wrong positioned catheter could not be identified. It was suspected that the infusion pump was responsible for the collapsed blood pressure.